Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During evaluation service evaluation identified and verified a delayed keypad. The cause was identified to be that the processor printed circuit board (pcb) had failed. The processor pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the evaluation experienced a delayed keypad. There was no patient involvement. No additional information is available.